Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: (B)(6) 2024. Device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half with one haptic bent/damaged. Conclusion: the complaint issue haptic detached was not identified during product evaluation. The observed haptic damaged is similar to the reported complaint issue however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the non preloaded intraocular lens (iol) broke off after the lens was inserted. The issue was identified after inserting into the eye. There was no patient injury. No other information is available.